Event description:
The customer reported that the insulin pump was delivering boluses without being programmed, and she has been catching before her blood glucose drops. The blood glucose reading was 82mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.